Manufacturer narrative:
Results: the power button looked normal and was undamaged. Conclusions: evaluation of the returned engine revealed the power button was functional. The power button was used to power the pump on and off repeatedly without issue. The reported failed of a power button unable to power and unit on and off could not be confirmed. Further evaluation revealed that overtightening of the power button assembly reduced the travel of the button such that it would not release the depressed button. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra engine (engine). During the procedure, the engine canister filled up to the level of the filter in the engine. The physician then turned off the engine and was going to change the canister. Upon pressing the off switch on the engine, the button pressed in too much and would not come back out; consequently, the engine would not turn back on. The procedure was completed using a penumbra system aspiration pump max 110v (pump max). There was no report of adverse effect to the patient.